Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the right plunger case was cracked. A review of the event history log identified check syringe plunger sensor. During the functional testing the reported issue was able to be duplicated. The plunger board did not operate as intended. The root cause of the issue was unable to be determined. Replaced plunger board. Performed preventative maintenance and all functional testing. Customer reported problem should be check syringe plunger sensor not invalid display.

Event description:
It was reported that the pump displayed check syringe plunger sensor error, not invalid display. No patient injury or involvement was reported.